Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ cyst: unable to observe since it is not related to the device. ¿ anxiety - product/ procedure: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional initially reported left side textured to smooth exchange and later reported rupture. Additionally reported was ¿simple cysts in normal appearing inframammary lymph nodes¿ which is not device related. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional initially reported left side textured to smooth exchange and later reported rupture. Additionally reported was "simple cysts in normal appearing inframammary lymph nodes" which is not device related. The device has been explanted.

Event description:
Healthcare professional initially reported left side textured to smooth exchange and later reported rupture. Additionally reported was ¿simple cysts in normal appearing inframammary lymph nodes¿ which is not device related. The device has been explanted.